Event description:
It was reported that during an unk procedure, the device broke on the bottom, losing the specimen. No further info is available about this event. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event.